Event description:
It was reported that the patient received inappropriate high voltage therapy from the right ventricular (rv) lead due to a fracture. Possible early battery depletion of the implantable cardioverter defibrillator (ICD) was also suspected due to the inappropriate therapies. The ICD was explanted and replaced while the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).